Event description:
A peritoneal dialysis pt has reported that when he gets up in the morning after dialyzing, his skin is extremely red from his knees down and very itchy. Reportedly, the symptoms abate in 2.5 hours. The nurse has been contacted for additional info. She stated that the pt is new to this product and additional symptoms reported were that his legs don't hurt but "feel funny". The pt was sent for further eval and pvd was ruled out. A sample is available for eval.

Manufacturer narrative:
(B)(4).